Manufacturer narrative:
Title: small bowel obstruction sbo after tapp repair caused by a self-anchoring barbed suture device for peritoneal closure: case report article: eugenio m. Tagliaferri, 2018, journal of surgical case reports. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, a (B)(6) year old man underwent a laparoscopic hernia repair for a groin hernia. One day post operatively, the patient presented with acute abdominal pain, and distension with associated vomiting and intolerance of feed and bowel obstruction syndrome. The patient was returned to surgery for a diagnostic laparoscopy after the hernioplasty and a volvulus was discovered. The residual end of the barbed suture adopted in the peritoneal closure was incidentally hooked to the mesentery and caused a small bowel obstruction as a volvulus that was demonstrated by an abdominal computerized tomography (CT). The redundant suture strand was released and cut superficial to the peritoneum. A detorsion of volvulus was performed. Release of adherent suture and derotation resulted in a good re-perfusion and no resection was required. The patient was discharged the following day without complication.